Manufacturer narrative:
Device evaluation summary: it was reported that a 28 year old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 350cc and experienced deflation on the left breast implant. As a result, patient underwent removal and replacement with a mentor smooth round moderate plus profile 350cc saline implant, catalog # 3502350, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. White material was observed within the device and on the shell surface. During evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the posterior aspect, measuring approximately 0.2 cm. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 350cc and experienced deflation on the left breast implant. As a result, patient underwent removal and replacement with a mentor smooth round moderate plus profile 350cc saline implant, catalog # 3502350, s/n (B)(4) on (B)(6) 2018.